Manufacturer narrative:
On an unreported date in (B)(6) 2017, the patient experienced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis due to reusing their minicaps. The patient stated that they ran out of minicaps and were disinfecting used minicaps with alcavis, added in iodine solution to the sponge, and then capped their transfer set. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for seven days. The patient outcome was not reported. It was not reported if the patient was retrained on the use of mincaps however, the patient obtained more minicaps while at the clinic. Additional information is not available.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from 10/28/2016 through 11/14/2016. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.